Manufacturer narrative:
The lead was in use for treatment. The lead was not returned for analysis as it was surgically abandoned (capped); as a result, the allegations against the lead cannot be confirmed. A review of the device history record identified no rejects during manufacture of this lot number. A review of complaints found no additional reports against the lot number. Although the cause of this failure could not be determined, potential causes of this failure may be: improper assembly, components not made to specification, damaged coating on tip during implant, improper lead placement, fractured conductor filars, or adhesive present on electrodes. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, and lead may require a second procedure for repositioning or removal. This lead is no longer manufactured and last sale was in year 2009. Based on the investigation a CAPA is not required. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer received a product experience report (per) form on (B)(6) 2016, which reported that this right atrial lead was surgically abandoned due to high thresholds. The threshold had been slowly increasing over a long period of time. It was suspected to be tissue interface as the impedance values had remained stable. No accusations were made against the device or lead and no serious issues occurred to the patient. The lead remained implanted for 15 years, 5 months.